Event description:
It was reported that a patient underwent an oral biopsy procedure (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture broke when sewing in an unknown surgery. Changed another four to continue the surgery, the same problem happened again. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many sutures broke during this single procedure? Please clarify¿¿5 sutures. Did the event occur during one or multiple patient procedures? ¿¿one patient. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Device return status?¿¿product return status and tracking number will be documented in notes once we receive information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Events reported: 2210968-2022-06852, 2210968-2022-06853, 2210968-2022-06854, 2210968-2022-06855, 2210968-2022-06856.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: contact with the sales via phone today,update below. How many sutures broke during this single procedure? Please clarify 5 ea. Did the event occur during one or multiple patient procedures? During one patient procedures. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). None. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). No. Device return status? Returned. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned samples. Fifteen unopened samples of product code vcp397h were returned to ethicon for analysis. Upon initial inspection, of the samples, no external damages were observed on the returned samples. Visual inspection was performed on fifteen samples. The condition of sutures was noted to be as expected. The sutures were dispensed and examined along of strand, and no anomalies were found. A functional test was performed, and tensile strength was above the minimum requirements. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no suture breakage was noted and the functional test was as expected. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. Events reported: 2210968-2022-06852, 2210968-2022-06853, 2210968-2022-06854, 2210968-2022-06855, 2210968-2022-06856.